Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had been experiencing low blood glucose for about two months and had three to five incidents. The customer stated that the week prior to calling, he had low blood glucose of 40 mg/dl. Reading at the time of the call was 152 mg/dl. The customer mentioned he had pneumonia three months ago and that sometimes, the infusion set starts burning, he gets red and a knot will come up. During troubleshooting, it was found that the time was incorrect. The customer did not know his settings but stated the doctor checked them the day prior. The customer also reported that the insulin pump has dark spots on screen and the display comes and goes. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.